Event description:
A caller reported a malfunction on their insulin pump, which was identified as malfunction code 1. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, but the issue recurred. Consequently, technical support arranged to send a replacement pump with updated software. The customer was advised to use mdi as a backup therapy, was informed about returning the faulty pump to avoid charges and acknowledged the necessary steps for setting up and connecting the replacement pump.